Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative advised patient to uninstall and reinstall the g5 application, and then change to her data network for the re-pairing, which was unsuccessful. Dexcom representative advised patient to try paring with a second transmitter which was also unsuccessful. Patient stated that from experience, that starting the sensor session on the receiver which initiates the sensor session on the g5 application prior to pairing will cause the pairing to fail. No additional patient or event information is available.